Manufacturer narrative:
The product was not requested to return for manufacturer's laboratory investigation as the failure is known and was investigated within a similar complaint. The investigation results of the similar complaint ((B)(4)) are as follows: the product was investigated in the laboratory of the manufacturer with the following outcome: during visual inspection several damages at the outer carton box were detected. Beside of this the tyvek peel cover was forced through. It was also determined that the quadrox's inlay within the tray, which is connected to the trays inner wall by welding spots, was unsoldered. Due to this the blood outlet connector of the unsecured product within the tray was able to force through the tyvek peel cover. This was most probable caused due to excessive physical force during transport. Based on the investigation from the complaint (B)(4), the received picture and the investigation results obtained so far the reported failure could be confirmed. Furthermore a DHR review was conducted for the lot in question. There was no rework or scrap record performed during production activities. The failure was detected during incoming inspection. The product was not used for patient treatment. The event has been reported with a delay due to our retrospective examination of the record. At the time (2017-05-23) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA #: (B)(4).

Event description:
Customer observed holes in packaging when opening shipping box. (B)(4).